Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during tracheostomy change under local anesthesia, and before using the sputum suction tracheostomy intubation, the balloon was tested, and the air leak was found, and then replaced with a new one, and the airbag was checked to be intact. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3011237704-2024-00131 is no longer considered reportable, please disregard any reports associated with it.